Event description:
It was reported that a ll vlv adpt(stand alone) was clogged during use. The following was reported by the initial reporter: "the connector cannot push medicine unable to delivery medicine through the adaptor."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: one 2000e sample was received for investigation without residual fluid and with the protective cap was in place; no packaging was received with the sample, however the customer indicates the affected lot number to be 20046323. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was connected to a 50 ml bd plastipak syringe and to a bd luer slip syringe from retained stock and flushed with fluid; no occlusion or connection issues were identified during testing. A review of the production records for lot 20046323 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a ll vlv adpt (stand alone) was clogged during use. The following was reported by the initial reporter: "the connector cannot push medicine. Unable to delivery medicine through the adaptor."